Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Part 357.369, lot 7381426: release to warehouse date: august 06, 2013. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported the t-handle for femoral neck screw is very difficult to advance through the blade guide sleeve. This was discovered during the cleaning process. There was no patient or procedure involvement. Concomitant device reported: t-handle for femoral neck screw (part/lot unknown, quantity 1) this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that further investigation identified that the tip of the insert was slightly damaged and off axis which may have prevented the instrument from advancing.

Manufacturer narrative:
The complaint was reviewed again. Based on information received on (B)(6) 2016 and event does not meet the definition of an MDR reportable event. The sales representative provided additional information that there was no allegation against the guide sleeve and that only the inserter malfunctioned. The complaint against the inserter was reviewed for reportability and it was determined: the information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. Review of the attached histories shows no similar events which resulted in death or serious injury. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint was reviewed again. Based on information received on (B)(6) 2016 and event does not meet the definition of an MDR reportable event. The sales representative provided additional information that there was no allegation against the guide sleeve and that only the inserter malfunctioned. The complaint against the inserter was reviewed for reportability and it was determined: the information in this complaint record reasonably suggests that a device malfunction has occurred, and the device malfunction has not caused or contributed to a death or serious injury, nor has the device malfunction caused a permanent impairment to a body structure, or required medical or surgical intervention to preclude permanent impairment of a body function, or permanent damage to a body structure, and the recurrence of this malfunction is not likely to cause or contribute to a death or serious injury if it were to recur. Review of the attached histories shows no similar events which resulted in death or serious injury.